Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-01395, for the other associated device information. It was reported to boston scientific corporation that two a speedband superview super 7 multiple band ligators were used during an esophagogastroduodenoscopy (egd) performed on (B)(6), 2010. According to the complainant, during the procedure, with the first device, they successfully placed four bands. However, with the last three bands, each band was deployed onto the varix but subsequently fell off of the vessel. The account reported that adequate suction and red out were obtained before each band was deployed and that the bands were being deployed correctly. The account reported no visible damage to the device. A second device was used however; the physician was unable to place any of the seven bands successfully on the varix. Again, each band was deployed onto the varix but subsequently fell off of the vessel. The account reported that adequate suction and red out were obtained before each band was deployed and that the bands were being deployed correctly. The account reported no visible damage to the device. All ten of the bands which did not affix to varices fell into the patient. The physician did not attempt to remove the bands but decided to let the bands pass naturally. At the physician's discretion, the procedure was aborted at this time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) (falling off varix). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).